Event description:
It was reported to philips that the device was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and could not confirmed that the system was unable to perform fluoroscopy. Fse checked the operation of the equipment and performed functional tests. While testing fse found the system worked fine without issues. The device was confirmed to be operating per specifications and no failure was identified. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The device was confirmed to be operating per specifications and no failure was identified. There was no malfunction of philips system. Based on the evaluation philips has concluded this case as not reportable. The codes were updated based on the investigation outcome.